Event description:
Patient reported capsular contracture baker grade IV and implant rupture". This relates to the left device. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV, rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: stress marks observed on the device. Wear abrasion on the device. Creases fold on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.